Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 4/11/2025, an FDA medwatch notification was received via email. A facility representative reported that an ar-13999hdn hd scorpion needle tip broke off intraoperatively, during suturing. This was discovered during a procedure on (B)(6) 2025. Additional information requested on 4/14/2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue. Dfu-0392-sub-eo gives the following warnings to help avoid needle breakage and potential patient injury: -do not resterilize or reuse the scorpion¿ suture passer needle. -avoid striking bone or using excessive force to pass the needle through fibrous/calcific tissue. If excessive force is encountered, replace the needle, reposition the device and pass in a different area. Ensure a secure grasp of tissue to prevent the needle from buckling under the tissue. Avoid ¿dry¿ repetitive actuations outside the surgical site. Abrasion of the needle surface can occur that may inhibit proper function.